Manufacturer narrative:
Lot# possible lot numbers (in service at this time on the hospital) : 11jg61, 13dg06, 10he35. The investigation is incomplete at the time of this report.

Event description:
The event is reported as: the customer reports that a (B)(6) year old child had a posthectomy. The intubation of the patient went ok and the intervention (surgical procedure) had gone well. In the recovery room, the child felt bad and had a swollen face and the consequence was a pneumothorax. The child was transferred to the resuscitation room and is now fine.